Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 545 mg/dl and then its get down 494 mg/dl now. Customer states he was hospitalized for low blood glucose in the past and he was put on lantus and humalog. Customer states he had lost pump battery power earlier after the last call this evening. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The insulin pump will not be returned for analysis.